Event description:
It was reported that the right ventricular (rv) lead had high impedance and a fracture was suspected. A lead replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead warning alert was indicated as was oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 32 non-sustained tachycardia and 6 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded on (B)(4) 2013. The 3991 ventricular sic occur since (B)(6) 2013. Maximum ventricular pace impedance rises from an approximate baseline of 450 ohms to greater than 6000 ohms the weeks ending (B)(6) 2013. Right ventricular pace lead impedance alert occurred on (B)(6) 2013. Superior vena cava (svc) high voltage lead impedance alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).